Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12493. It was reported the patient has experienced discomfort at the ipg pocket site since the initial implant. The physician explanted the ipg. The pocket site was relocated and a new ipg was implanted in the new pocket. Note: the patient had two ipg's implanted. It is unknown which ipg was explanted; therefore, both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12493. It was reported one ipg pocket site was revised due to discomfort. The other ipg pocket site was relocated and the ipg was explanted and replaced.